Event description:
Pt came to emergency dept complaining of right arm pain following accidently hitting right forearm and shoulder against a gate. Pt had some edema and redness in right forearm. Pt was admitted on 6 days later with thrombus of right arm. IV heparin drip started.